Event description:
The manufacturer received information alleging a bipap a40 system silver that was due for preventative maintenance had a ventilator inoperative alarm occurred (device did not beep when the power was turned off). There was no patient harm or injury reported with this notification. The device was not in patient use. There was no allegation of a failure from the patient. The bipap a40 system silver was returned to the manufacturer service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation the technician confirmed that the "loss of power" alarm does not sound therefore, the main system board was replaced to address the issue. The root cause is confirmed at this time. Additionally, periodic maintenance was performed, and the following parts were replaced to prevent failure: blower, outlet flow path. The unit was checked overall, cleaned and functionally tested. Confirmed the software version is 3.6.5.